Event description:
It was reported the patients blood glucose level rose to 384 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a bolus attempt was given.

Manufacturer narrative:
The initial data contained timeouts and an 0x6a alarm, indicating an occlusion during runtime. Coagulated blood was observed floating in the reservoir. During fluid path testing, the hard cannula was found to have crystalized blood occluding the pathway. Investigation also found a puncture in the exposed portion of the soft cannula. When the distal tip was manually occluded after the crystalized blood was cleared, fluid diverted through the puncture. Although the cannula was damaged, the exact timing and cause of the damage are unknown.